Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. Three potential lot numbers have been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the distributor, a string from a surgical patties became detached. There were no reports of delay or patient harm.

Manufacturer narrative:
Complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Three potential lot numbers were provided. A review of the provided lot numbers found no discrepancies when the devices were released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.